Event description:
During an esophagogastrectomy left thoracic approach the surgeon fired the tlh90 across the stomach, transected using the scalpel guide, and when the stapler was released noticed the staples did not form. The surgeon placed stay sutures along the gastric stump and fired another stapler. The placement of the retaining pin was checked and the instrument was dialed into the green firing zone. There was no consequence to the pt. Clinical follow up: 2/4/97 1425 message and 800 number left for the surgeon to call back. 2/5/97 1745 nncl sent.